Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the reported information, omsc surmised that the reported phenomenon was attributed to unstable lighting of the examination lamp due to near-life of the examination lamp by the long-term use because more than seven years had passed from the subject device had been installed. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during an unspecified procedure with the subject device at the user facility, it was found that the error e102 which indicated the subject device was broken down was displayed on the monitor. And, when the electrical contacts of the output socket were cleaned, it was found that the reported issue was resolved, and the subject device functioned without problem. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.